Event description:
During an in clinic follow up, it was noted the device was unable to be interrogated with inductive telemetry. Technical support was contacted and recommended replacing the device to resolve the event. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of inability to interrogate was confirmed. As received, the device had no telemetry communication. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found in normal range. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
During an in clinic follow up, it was noted the device was unable to be interrogated with inductive telemetry. Premature battery depletion was suspected. Technical support was contacted and recommended replacing the device to resolve the event. The device was explanted and replaced to resolve the event. The patient was stable.